Manufacturer narrative:
Steris was informed that the surgical monitor did not fall or move into the employee and that this event was the result of inattentiveness. The surgical monitor did not sustain any damage as a result of the incident and is operating according to specification.

Event description:
The user facility reported an employee inattentively hit his head on a vividimage t 26" surgical grade monitor. The employee moved up and into the monitor and lost consciousness. The employee had a visible lump on his head and complained of knee pain. The employee subject of the reported event sought medical treatment and was sent home as a precautionary measure. The employee returned to full and normal work duties the next day.